Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient reported that the ipg is making it difficult for her to sit upright.

Manufacturer narrative:
Additional information received stated that the patient had her precision system explanted. The system was explanted because the ipg had flipped in the pocket and the patient believed the system was not covering her pain areas. The physician feels that the patient has mental issues and was being non compliant with charging. The patient is reportedly doing well following the procedure. The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient reported that the ipg is making it difficult for her to sit upright.